Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04385 for the other associated device information. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible baskets were used during a procedure performed on (B)(6) 2009 (patient over 18 years old). According to the complainant, the basket would not open or close after the stone was crushed. The device was removed from the patient, cleaned and tested. The device was reinserted. After crushing another calculus, the same event occurred. Following insertion of a second device, again, the device could not be opened or closed. Upon removal, debris was identified within the basket and around the sheath. The procedure was completed with a third trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): (won't open/close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).